Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had unrelated open wounds, ulcers and yeast infection and the lifevest irritated the areas. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses removed the lifevest and applied a lotion to the skin irritations. Follow up indicated that the skin irritation improved.